Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons required hard presses to elicit a response. The patient noted that the keypad was damaged and was unable to confirm whether the tactile changes had occurred before the damage. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; the up arrow, down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.